Event description:
It was reported that the patient was having problems recharging the device. The patient stated that 'she had to hold the recharger antenna wire into the spot by the white arrow and that she had to wedge it in to make the device charge.' The patient further stated that 'she had to sit against something hard or lie down or she was not able to get a charge.' It was noted that this was the second time the patient had a hard time recharging the device the patient further reported that her device moved. It was noted that the patient saw her physician about 2 weeks ago. The patient stated that 'the top of the internal neurostimulator (ins) was pressing out and the device was at an angle.' The patient further stated that her physician was aware of this and was 'considering surgery to secure the device, so it was straight.' It was noted that the movement of the device had occurred over a period of time, but it was getting worse 'quickly.' The patient did not report any known fall or trauma. It was noted that the patient was 'putting tape over the device to keep it from moving, but it was only helping a little.' The patient stated that the tape reduced the number of times that she 'got caught on things.' The patient indicated that this occurs 'because she had a prominent protrusion at the ins site.' The patient further stated that she was having pain around the entire ins area. The patient indicated that she was working with her physician regarding this issue and would monitor the status of the device. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).